Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that out of regulation (oor) message was seen on the controller around 5ma. The representative reported that impedance was fine, although he did not have impedance figures. Discussed why impedance can change and how that affects ma being delivered. The representative going to meet with the patient later in the week. No patient symptoms were reported at this time. No further complications were reported/anticipated. Additional information reported that the patient could not switch to program b. The caller was told that if the patient can get to a and c, but not b, then the program isn¿t there. The representative was going meet with the patient later in the week to check. The representative said he remembered programming b for the patient. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the oor message, and loss of program b was not known. However, the rep reprogrammed the patient and removed the program to start a new one, which resolved the issue. No further complications were reported or anticipated.